Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing diaphragmatic stimulation due to phrenic nerve stimulation presented in clinic after receiving vibratory patient notification alert. Device was found to be in backup vvi mode. Device download was performed successfully and phrenic nerve stimulation was resolved after reprogramming the settings to pre-bvvi parameters. Patient¿s condition was stable throughout.